Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 222 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer reported that they had received a change sensor alert after a calibration error. The sensor glucose value that triggered the suspend event was 77 mg/dl. The customer was advised to call us if he has issues again. The sensor will be returned for analysis.